Manufacturer narrative:
(B)(4).

Event description:
Subsequent to filing the initial medwatch report a user facility medwatch was received: during coronary intervention procedure in the cath lab; while attempting to deploy stent to the desired location; the stent would not advance and got caught on the guide catheter itself, trumpeted slightly and was withdrawn to the wrist where it was left intact until patient was taken to the or for removal of right radial arterial stent, thrombectomy of right radial artery with vein patch angioplasty by a vascular surgeon. No additional information provided.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the circumflex artery with heavy tortuosity, pre-dilatation was done with a 2.5mm trek balloon. A 2.5x28mm xience alpine stent delivery system was then advanced; however, resistance was met due to the heavy tortuosity in the vessel. Therefore, the sds was intended to be pulled back into the guiding catheter; however, the stent caught on the guide catheter itself and trumpeted slightly and was not able to be brought back into the guide catheter. The sds was then withdrawn all the way to the patients wrist where the stent dislodged. Additional treatment was done and a 2.5x28mm non-abbott stent was implanted to successfully treat the target lesion. The patient was then taken into surgery to remove the dislodge stent successfully. The patient was cleared and discharged on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided, and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.